Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and revealed that the bipolar pacing impedance was high and out of range on the right ventricular (rv) lead. The device was reprogrammed into unipolar mode to resolve the event. The patient was stable with no adverse consequences.